Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call at time of event that they were experiencing low blood glucose levels of 42 mg/dl. The customer's weight is (B)(6) and their current blood glucose level is 86. The low blood glucose level was treated with food. Customer stated that she had juice and carbs. A self test was performed and the insulin pump passed. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor and call back if any further issues with the insulin pump. Customer was also advised to monitor pump and blood glucose levels and to call health care provider to discuss possible causes of low blood glucose levels.